Event description:
It was reported initially that the patient had a change in therapy effect with symptoms including return of severe low back pain with radiation down her leg. The symptoms began a few weeks prior to the report. The patient had an x-ray and CT scan with no evidence of inflammatory mass. The reservoir volumes have measured equally. The intrathecal morphine 10 mg/ml dosing was increased several times with no improvement in the pain. The patient underwent an attempted catheter study in 2008, but the hcp was unable to aspirate the catheter and no dye was injected. A rotor study was then performed and rotor rotation was noted. As the pump was 5 years old, the patient was admitted to the hospital at approximately 3 weeks later. The pump was explanted and replaced and the catheter was revised.

Manufacturer narrative:
Results - used for catheter.